Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, was damaged. Based on the condition of the shield and the description of the event, it is likely that the reported event was caused by non-axial insertion of removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: left ovarian cystectomy. Event description: the clear portion in between the two seal housing broke off and went inside the patient. They were able to retrieve it. The trocar itself was not broken. First time they had ever seen it. It was not the duckbill or the seal housing that fragmented. There was no patient injury. They did not keep the device to return. They only kept the fragmented piece. Additional information received via telephone from account manager on friday, 26apr2019: the fragment will initially go to patient safety to be evaluated. The procedure was a left ovarian cystectomy. The fragment came either from ctf03 - 1345693 or cts02 - 1345045. They will be returning 2 sterile boxes of ctf03. They used normal instrumentation like an advanced bipolar device and suction. Additional information received via email from account manager on thursday, 2may2019: the customer indicated that they are conducting an internal investigation and could possibly file the event with the FDA. They are holding the product for now and are in the process of sterilizing the damaged piece. It is possible that the product may not be returned within 10 days, but I will keep you informed as I receive updates from the customer. Patient status: no patient injury.